Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle blood glucose meter. The customer obtained readings of 400 mg/dl and 50 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Internal ID: (B)(6). The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Manufacturer narrative:
Internal identifier(s): (B)(4). Customer returned freestyle blood glucose monitor with serial number (B)(6) and test strips with lot number 0630532. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose results as reported by the customer were not identified in the meter internal log.